Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Root cause for the issue of the light guide cover and probe is cannot be conclusively determined. However, it is very likely that an external force was applied to the distal end. The instructions for use includes the following statements that can prevent the issue from happening: ·important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
No additional information is available for this device as yet. Manufacture date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection and testing, it was observed that the device distal end light guide cover had a missing piece. Other observations were scratches on the probe unit, control body knob and grip unit, and light guide tube/cable, and control knob. The suction air/water cylinder was dented with no impact on functionality.

Event description:
This device is a returned loaner on which an asset return inspection was performed. There is no harm reported for any patient.